Event description:
It was reported that customer experienced broken pump screen that resulted in black, nonfunctional display, although pump still powered on when connected. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was scheduled for return to distributor for evaluation, and replacement pump with different serial number was arranged, with no additional information available regarding further actions or outcome.